Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade, the lead was explanted due to externalized conductors. No electrical issues were observed. There were no adverse consequences to the patient prior, during and post procedure.